Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 310 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, the pod was removed and a correction of .85 units was given.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. Cracks were observed in the outer housing. The rest of the device was found to function properly. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.the product was returned with a different model number, catalog number, and lot number than was reported/noted on the initial MDR. Correction to d(4): model no changed from 19191 to 18320. Catalog no changed from zxp425 to ble-i1-529. Lot no changed from 04261811 to pd1c04261811. Expiration date changed from blank to 10/26/2019. Unique identifier (UDI) changed from (B)(4) to (B)(4). Correction to g: PMA/510(k) # changed from k162296 to k180045. Correction to h(4): device mfg date changed from blank to 4/26/2018. User guide reference updated to align with product involved.